Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg 277-382 mg/dl) and insulin injections were administered to address bg. Customer suspected pump was not delivering insulin as bg lowered with insulin injections and did not lowered while using the pump. Pump system check was performed with tandem technical support and pump was found to be functioning properly. However, customer maintained pump was the issue. Customer reverted to using manual injections for insulin therapy. Customer discussed event with a tandem clinical diabetes specialist and reportedly, a different type of infusion set/site was used to address ongoing bg.